Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational contest. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with heavy calcification. A 4.00x40mm armada 18 balloon dilatation catheter (bdc) was advanced to the target lesion; however, the balloon ruptured after the second inflation at nominal pressure. There was no adverse patient effect and no clinically significant delay reported. Another armada balloon was used to successfully complete the procedure. No additional information was provided.